Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer ultimately reverted to an alternate method of insulin therapy.